Event description:
It was reported that during an imaging procedure as the imaging catheter was withdrawn from the patient with out resistance, the physician noticed that the tip marker of the catheter came off and was found on the gw. It was noted that patient complications were "none". Patient condition was listed as "good".

Manufacturer narrative:
The device has been received, however, the investigation has not been completed, so boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.